Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a system remove due to high impedance (manufacturer report number:1627487-2025-04777), the left s1 lead broke during explant and was left in the anatomy.

Manufacturer narrative:
Date of event is estimated.